Event description:
Patient had reaction to mom implants, which included chalky material and inflamed tissue around the cup. Report also noted that femoral components had broke on (B)(6) 2012.

Manufacturer narrative:
The report states: patient had reaction to mom implants, which included chalky material and inflamed tissue around the cup. Report also noted that femoral components had broke on (B)(6) 2012. Doi: (B)(6) 2006 - dor: (B)(6) 2012. (Left side). Examination of the reported devices was not possible as they were not returned. It was initially reported that no patient x-rays would be provided. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.